Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the tip of the whisper wire separated from the main part of the wire and was left in the body of the patient. No additional adverse patient effects were reported.